Manufacturer narrative:
Investigation into this event found that the results did not correlate with another OEM method. Repeat testing results using an alternate slide cart matched the original results. Qc results were acceptable. Calibrator responses and calibration parameters were acceptable. After obtaining fresh samples, acceptable correlation was obtained between vitros and the OEM method. The biased results are confined to the original samples, and the customer is investigating the transfer containers from the original samples. The root cause of the biased results has not been determined.

Event description:
A customer observed repeatable negatively biased sali results during a correlation study on the 5, 1 fs analyzer. No biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.